Manufacturer narrative:
Per the clinic, a CT scan performed (date not reported) revealed the electrode array to be extra cochlea. Subsequently on (B)(6) 2016 the device was explanted; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device; resulting in the decision to explant the device. The implanted device remains at this time. However, explant and reimplantation is planned but has not taken place at the time of this report, november 12, 2015.